Manufacturer narrative:
Date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient's friend/family member reported their device was not working and they were having real bad spasms in their bladder. They stated they also had leakage, pain and the device had been affecting their bowel, so they needed to take laxatives. They increased stimulation from 0.7 to above 1.0 on program 1 and they felt stimulation down their leg. They changed to program 2 and increased stimulation to 0.9 and felt comfortable stimulation in their pelvic floor. It was noted the patient had an appointment scheduled with their healthcare provider on (B)(6) 2020. No further complications were reported or anticipated.